Event description:
It was reported that a dissection occurred. A percutaneous transluminal coronary angioplasty (ptca) was performed on a left circumflex (lcx). A 2.50 x 38 synergy stent was deployed in the lcx at nominal pressure. Following an angiogram, a proximal edge, non-flow limiting, dissection was noted in the proximal part of the stent. To cover the dissection, another stent was deployed. The procedure was successfully completed. No further patient complications were reported, the patient was reported to fully recovered, and stable following the procedure.

Manufacturer narrative:
Initial reporter address 1: (B)(6).